Manufacturer narrative:
Eval summary: the analysis results for the mcm30 found that the instrument was returned with the body, the cartridge cover, and the handles cracked. The instrument was cycled and formed properly the clip that was in the jaws; on the second firing the body broke and the internal components came apart. No further testing could be performed due to the returned condition of the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an esophagectomy, the device jammed. Another device was used to complete the case. No pt consequence. One device will be returned.